Event description:
A surgeon reported that following an uncomplicated intraocular lens (iol) implant surgery, the lens developed significant glistenings. There was no harm to the patient. The lens remain implanted. The surgeon was unwilling to provide further information.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The surgeon was unwilling to provide further information. (B)(4).